Event description:
It was reported that it was an operating room incident. No problems during the cuff test. The foley catheter was subsequently removed spontaneously during surgery.

Manufacturer narrative:
Initial reporter facility full name (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was an operating room incident. No problems during the cuff test. The foley catheter was subsequently removed spontaneously during surgery.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow any further evaluation. Received (6) photo samples. Visual evaluation of the returned six photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample noted the ziplock bag with the record number. The second photo shows the overview of the foley catheter. The third photo shows the closeup view of trifurcation site along with the inflation funnel or valve, the drainage funnel, and the thermistor funnel. The fourth photo shows a closeup view of the tip of the catheter. The fifth photo shows the inflation valve or cap with product information. The sixth photo shows the packaging for the tray the catheter came in. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.